Event description:
Edema at injection sites; erythema at injection sites; induration at injection sites. Report received from a physician in 2004 regarding a pt, with a medical history of no known allergies or autoimmune disease, who received injections of hylaform to the nasolabial folds and upper vermillion border. Two days after the injections, the pt experienced edema, erythema, and induration, all at the injection sites. The pt was treated with a medrol dose pak and the symptoms resolved after 5 days. The physician considered the events as related to the use of hylaform. Qa investigation results: production and quality control documentation for lot #y0301 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted. Additional info was received from the physician in 2004 that provided 2004 as the date of hylaform injections.